Event description:
It was reported that during anterior communicating artery aneurysm procedure the operator flushed and delivered the subject stent, but it encountered resistance in the hub. After the procedure, the operator pushed the subject stent out on the table and found the marker was slightly deformed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed. After the procedure the operator pushed the stent out on the table. The stent measured 3.0 x 21mm. The stent was found to have minor damage. All 3 marker bands were present on both ends of the stent and all were undamaged. There is no evidence of damage or misalignment of any of the marker bands. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was not returned for analysis. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'ro marker band misaligned' was not confirmed during visual analysis. The reported event 'stent difficult/unable to transfer' was not able to be duplicated. However, the analysis results are consistent with the reported event. The returned part of the device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator 'flushed and delivered stent but when advancing the stent to go into hub resistance became bigger. The operator so replaced it with another stent to go through the same microcatheter and re-adjusted the y valve locking and the stent advanced and deployed properly. After the procedure the operator pushed the stent out on the table and found the marker of it was slightly deformed'. The only part of the stent system that was returned for analysis was the stent. The stent had minor deformation damage in the middle section near the distal (open cell) end. The 3 markers were present on both ends of the stent and all 6 markers were inspected. There was no damage noted and none of the markers were misaligned. Neither the introducer sheath nor the stent delivery wire were returned for analysis. Because these parts of the stent system were not returned, it is not possible to determine what might have happened in the case of this complaint. An assignable cause of procedural factors has been assigned to the reported event 'stent difficult/unable to transfer' and the analyzed event ¿stent deformed¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during preparation/stent transfer. An assignable cause of not confirmed has been assigned to the reported event 'ro marker band misaligned'. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during anterior communicating artery aneurysm procedure the operator flushed and delivered the subject stent, but it encountered resistance in the hub. After the procedure, the operator pushed the subject stent out on the table and found the marker was slightly deformed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.